Manufacturer narrative:
His device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow-up, 4 weeks post implant. Testing of the right ventricular (rv) lead showed that the measurements demonstrated significant changes in r wave and threshold values. After communicating the findings with the physician, the patient was sent for a chest x-ray, which confirmed lead dislodgment. A revision procedure was scheduled the same day, and the rv lead was explanted and replaced. All parameters were normal with the new lead. No additional adverse patient effects were reported.